Event description:
It was reported that the lead was explanted because of inappropriate shocks due to ventricular oversensing; noise noted on ventricular channel. Lead impedance 400 ohms through analyzer, 3000 through device. No patient complications have been reported as a result of this event.